Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the procedure due to increased implantable pulse generator (ipg) charge burden. The ipg will not be returned for analysis. Postoperatively, the patient was doing well and therapy was maintained.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.